Event description:
It was reported that the patient turned her device off for an electrocardiogram (EKG) test, but she still felt like the ¿machine messed up the results of the EKG.¿ the patient thought the device was turned off, but she still felt stimulation. The patient was feeling throbbing in the vagina, which was irritating. The patient wanted to confirm her device was off with the patient programmer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va027ml, implanted: (B)(6) 2012, product type: lead. (B)(4).